Manufacturer narrative:
This follow-up report is to correct contact office information. (B)(4).

Event description:
A customer reported to beckman coulter, inc. (Bec) that unicel dxh 800 coulter cellular analysis system leaked a fluid from the probe wash collar and on tube tops. The customer was wearing gloves, lab coat, and a face shield at the time of the event. There was no exposure to mucous membrane or open wounds, and no one sought medical attention. Msds was not reviewed, but the facility has exposure control plan. There was no report of impact to patient results. There was no death, injury, or change to patient treatment as a result of this event.

Manufacturer narrative:
Bec field service engineer (fse) visited the site and found the tubing on the back of the wash collar tight. The fse replaced the clip and rerouted the tubing. Repair was verified per the established procedures. Root cause was that the tubing on the back of the probe wash collar was tight, holding the wash collar out of position. (B)(4).